Manufacturer narrative:
(B)(4). Updated section: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 11/20/2025. An investigation was conducted on 11/20/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact cable. Both connector ends were observed to be intact. The cable was able to be connected to the adaptor with no physical or visual difficulties. The reference harvesting device was attached to the cable with no physical or visual difficulties observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference hemopro 2 evh tool, reference adapter and reference power supply set at level 3.0. The device failed the pre-cautery test. The power supply did not emit an audible beeping sound and the evh reference tool did produce steam or heat. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy" was confirmed. A supplier investigation was conducted. 1. By conducting a continuity test on the returned product, it was found that the product is open-circuit after testing. 2. Upon disassembling and analyzing the connector, it was found that all solder joints were qualified and free from defects. 3. By conducting an analysis of the copper wires, black wire breakage was identified. 1. By conducting a continuity test on the returned product, it was found that the product is open-circuit after testing. 2. By conducting an analysis of the copper wires, yellow wire breakage was identified. 3. Analysis conclusion for both of these wire harnesses, we conduct 100% continuity testing prior to shipment. Any open-circuit defects would be reliably detected by this process. Currently, the exact cause of the copper wire breakage remains unclear. However, it is suspected that the breakage may be related to the usage environment or to pulling on the wires themselves (rather than the connector) during mating/unmating. The reported device is an OEM device, therefore, a lot history review was not applicable. A lot number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance.

Event description:
N/a.

Manufacturer narrative:
(B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable was not working properly. Providing no power/energy. No patient effects or delays reported. Opened up another vh-4030 hp2 extension cable to complete case. The only troubleshooting step taken was changing to another vh-4030 to complete case.